Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold and high pacing impedance. Programming changes were made. The physician decided to cap and replace the right ventricular lead. The right ventricular lead was capped and replaced on (B)(6) 2023. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.